Event description:
Initial info reported by a health professional to a sanofi-aventis sales rep on 10/26/06: a health professional reported that she has had two pts (ages and sexes unspecified) develop pulmonary embolisms while receiving hyaluronate sodium (hyalgan) over the last couple months. None had completed the series of injections. No further details available. Add'l info will be provided when available. Add'l info received from product qc at sanofi-aventis, date 10/31/06, received on 11/2/06: no batch number was received on this complaint; therefore, no investigation can be conducted. This complaint will be closed. If a batch number is received, this complaint will be reopened and responded to accordingly. Corrective treatment: unk.